Event description:
The hospital staff alleged that the head section dropped injuring the pt.

Manufacturer narrative:
The technician stated that he could not duplicate the head section dropping quickly without pulling the CPR. When he activated the CPR function, the head section did have a rapid descent. The technician replaced the head drive and CPR dampener to repair the bed. The account's director of nursing would not supply additional information regarding the incident and stated that she was unable to find the reporting staff who witnessed the incident.